Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports observing a slight haze on the surface of the intraocular lens following cataract surgery. The surgeon feels the haze will clear up in about six months with steroid treatment. The pt's visual acuity is not affected. Additional info has been requested.